Event description:
The customer received questionable ferritin results for 19 out of 30 patient samples. The initial results were all normal. Per the doctor's request, the samples were repeated with a "big difference" in the results. The results were abnormal as the doctor expected. The samples were repeated again and the results were similar to the repeat results. No specific data was provided. There was no adverse event. The reagent lot number was 176465 with an expiration date of 06/29/2015. The field service representative checked the control and calibration data and found it was acceptable. He took five randomly selected samples and tested them on an analyzer at another site and the results agreed with the repeat results.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The investigation found the customer was using 11 mm sample cups for the initial testing of the samples. These tubes are not recommended for use on this analyzer and were the most likely the cause for the event.